Event description:
The pt is suffering from some sort of dermatitis which was noted on the second check-up from the surgery. No issues noted on first check-up from surgery. Dr doesn't' believe that the reaction is from the plate, but wants to exhaust all possibilities."

Manufacturer narrative:
Investigation in progress, but not yet completed.